Event description:
Allegedly, patient suffering from mom complications including shedding of metal debris into the blood stream; tissue damage; persistent pain and decreased mobility.

Manufacturer narrative:
This is the same event as 3010536692-2014-01816. (B)(4)